Event description:
We own a vanquish me by (B)(4). The machine caught fire while treating a patient in (B)(6) of 2016. The building had to be evacuated, the fire department was called, and extensive smoke damage had to be cleaned up. (B)(4) (B)(6) to the patient to pay her off and required she sign a release of liability and a gag order. They took the machine for "repairs" for 2 weeks and returned the same machine with ashes and singe marks still on it. On (B)(6) 2017 the machine caught fire once again but in a new location of the machine. The manufacturer is claiming that no other issues have ever been reported with this model and refuses to exchange the machine and has demanded that we continue with our lease payments or they will confiscate the machine, even though we have already paid them (B)(6) already, but dr. (B)(6) feels that we are putting our patients, employees, and property at risk by continuing to operate this machine. We do not know what to do at this point and that is why we are reaching out to you. Any guidance will be appreciated. Thank you. Neither patient had any previous health issues.